Manufacturer narrative:
One 72203784 twinfix ti 3.5mm suture anchor reported on. Product was not returned for evaluation. Due to unavailability, visual evaluation was not possible. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1) unexpected bone condition/density. 2) alternate prep method, instruments or method used. 3) use of excess torque. 4) incomplete anchor insertion. 5) loss of or lack of axial alignment. Instructions for use are specific for this device. Per IFU: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that two needles were released from the thread during the surgical procedure using the twin-fix titanium anchor. It is unknown if there were delays and how was the procedure completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.